Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side implant exchange due to concerns with the product and left side capsular contraction baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, white calcification (approx. 25%) and yellow particles in the shell. Leak test and microscopic analysis was performed identified device with no leakage. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is there were no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and patient concern with product.

Event description:
Healthcare professional reported left side implant exchange due to concerns with the product and left side capsular contraction baker grade iii. Device remains implanted.